Event description:
It was reported by sales representative that patient did rthr revision on (B)(6) 2024. Had his right hip dislocated and proximal femur fracture in early february when patient crossed his legs. Been on traction treatment and did his second rthr revision. Dr. Changed from normal trident 2 liner to constrained liner. Also, dall miles beaded wire was used to fix the proximal femur fracture.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an exeter stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a right total hip arthroplasty at some point in the past with a cementless cup and a long stem cementless femoral component. I can also confirm that the patient developed a fracture of the greater trochanter. I was able to see x-rays with the implant and the fracture in place. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of late fracture of the greater trochanter following total hip arthroplasty are multifactorial including surgical technique and patient factors including lifestyle, activity level and bmi. The cause of the initial fracture cannot be determined with certainty but trauma may have played a role. After revision the patient apparently crossed his legs and this apparently contributed to a re-fracture after the first revision. If fixation was not adequate than crossing one's leg in the initial postoperative period could cause displacement again. I would not assign any causality to the implant itself." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to dislocation and periprosthetic fracture of the proximal femur. A review of the medical records by a clinical consultant was unable to confirm the dislocation event: "I can confirm that the patient had a right total hip arthroplasty at some point in the past with a cementless cup and a long stem cementless femoral component. I can also confirm that the patient developed a fracture of the greater trochanter. I was able to see x-rays with the implant and the fracture in place. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of late fracture of the greater trochanter following total hip arthroplasty are multifactorial including surgical technique and patient factors including lifestyle, activity level and bmi. The cause of the initial fracture cannot be determined with certainty but trauma may have played a role. After revision the patient apparently crossed his legs and this apparently contributed to a re-fracture after the first revision. If fixation was not adequate than crossing one's leg in the initial postoperative period could cause displacement again. I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.